Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needles were difficult to operate. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. It was reported that it is hard to hold onto the pen needles since they now have a shorter shield. It was also reported that she has to turn the pen needle quite a bit to tighten them like the grooves are stripped. I am very disappointed in the change in my pen needles. I am using the bd nano pro ultra-fine pen needles 4mm x 32g. The shield is now shorter & with my arthritic fingers I find it harder to hold on to the pen needles. It also seems like I have to turn it quite a bit to tighten them. It's like the grooves are stripped. The pharmacy said that I would just have to get used to them because that's how they are made now. I'm interested to know why the change was made.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needles were difficult to operate. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that it is hard to hold onto the pen needles since they now have a shorter shield. It was also reported that she has to turn the pen needle quite a bit to tighten them like the grooves are stripped. I am very disappointed in the change in my pen needles. I am using the bd nano pro ultra-fine pen needles 4mm x 32g. The shield is now shorter & with my arthritic fingers I find it harder to hold on to the pen needles. It also seems like I have to turn it quite a bit to tighten them. It's like the grooves are stripped. The pharmacy said that I would just have to get used to them because that's how they are made now. I'm interested to know why the change was made.